Manufacturer narrative:
Corrected d3 manufacturing plant address, state, and zip code. D9: product received date 12/3/2024. H3 one device was returned for repair with complaint that pump keeps restarting. Review of service history could not be performed. Report that pump keeps restarting was confirmed during functional testing. The faulty printed wire assembly (pwa) board would cause the screen to flicker and even restart. However, no repair was attempted because the lcd screen needed to be replaced, and it was an obsolete part. As a result, the device was deemed beyond economical repair and returned to the customer in an unrepaired state.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device keeps restarting. There was unknown patient involvement and unknown patient harm/adverse event reported.